Event description:
The caller reported that the insulin pump had a keypad anomaly. All keys except the esc and down arrow keys were unresponsive. Customer's blood glucose level was 198 mg/dl. She dropped her insulin pump. The customer was trying to take her insulin pump off when it broke. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked reservoir tube lip.